Event description:
It was reported that while prepping for a procedure, that debris was observed in the sterile packaging. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that while prepping for a procedure, that debris was observed in the sterile packaging. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.